Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, it was reported that the pump delivered bolus without user request. Customer was unable to upload the pump data for further investigation by tandem technical support. Reportedly, customer continued to use the pump for insulin therapy. Customer's blood glucose was 189 mg/dl.